Event description:
The end user reported he has a prolapsed stoma which sits on the flange of the device. As a result of this his stoma has been abraded and bleeding occurs intermittently. He stated the bleeding is about one-third of a cup. The end user has been able to stop the bleeding by lying on his back and applying compression to the stoma. No further pt complications were reported as a result of this event.